Manufacturer narrative:
(B)(4). The affected product was requested for manufacturer laboratory investigation but has not been received. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the customer: leaking blood at rotaflow centrifugal pump. Product was exchanged during patient treatment. No known consequences to the patient. (B)(4).

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. The affected product was requested for manufacturer laboratory investigation but has not been received. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Sample was returned on 2018-05-23 and investigation has been performed on 2018-06-13 by maquet laboratory. The product in question was cleaned and tightness tests were performed. The centrifugal pump shows a leakage at the outlet connector. Thus the failure could be confirmed. Most possible root cause could be determined as crack along the welding. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.